Event description:
Customer reported an advantage system blood glucose result of 263 mg/dl at a time when he was symptomatic of hypoglycemia, and reported that he required professional medical treatment. A request was made for the return of the device and a replacement was sent.